Manufacturer narrative:
The technician found the latch was sticking. The technician cleaned and lubricated the side rail latch to resolve the issue.

Event description:
The account alleged the side rail would not stay latched. No patient impact.